Event description:
During a remote follow up, oversensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and a lead dislodgement was observed. The rv lead was explanted and replaced to resolve the event. The patient was stable.